Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power alarms while using the mpu, was confirmed in the submitted heartmate ii lvas controller log file. The event log file contained approximately 93 days of patient event data. The patient appeared to be managing their external power sources properly ¿ using fully charged batteries and their ac external power source (mpu) for extended rest periods. The patient was using their mpu as their primary power source. There were three loss of external power events that occurred with the patient on the mpu. The controller operated on backup battery power during the events. Based on the power source indicator (rsoc) and power cable lead (cable) voltages, the mpu output was lost. Per the log file, the mpu appeared to be operating properly before and after the event. There were also numerous loss of power events associated with the disconnection of both power leads to the controller. These appear to be associated with the patient changing and/or connecting power sources to the controller. As the duration of these disconnects don¿t appear to correspond with any mpu or equipment malfunctions. Per additional event information, the customer was unaware of any ac power losses at the patient¿s home or any power cord issues that would have resulted in the loss of mpu output. The customer reported that the mpu was operational and would not be returning for evaluation. The root cause of the loss of external power events while operating on the mpu was unable to be determined in this analysis. The mpu assembly (pn 108285) was made in nov 2015. The unit was packaged (pn 107754) and placed into stock on dec 14, 2015. The unit was sent to the customer on dec 22, 2015. The unit was serviced on jun 12, 2017 per swo 83538 ¿ firmware was upgraded to ver. 1.02. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook. Keeping one power source on the system controller while exchanging external power sources is addressed in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the low flow alarms was due to hypertension. The alarms resolved after hypertension was treated. The device operated as expected and no symptoms were noted and the patient was doing fine. The mobile power unit was operational. It was not known if any environmental circumstances caused the no external power alarms.

Event description:
It was reported that the patient had several no external power alarms while connected to the mobile power unit (mpu). These events spanned from jan2021-mar2021 and were caused by power to the mpu being briefly interrupted.